Manufacturer narrative:
Method: device not returned. Device history review. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Device not returned conclusion: the most likely cause of the customer reported event is fatigue of the screw due to non-union at the level of the breakage.

Event description:
It was reported that; on (B)(6) 2009, the patient underwent the surgery with the xia lp(fixing of t11-s and osteotomy of l3). (B)(6), 2015, the surgeon found through the x-ray that the screw(s1) was broken. And l5-s was non union. On (B)(6) 2015, the patient underwent the revision surgery(elongation fix by xia3).

Event description:
It was reported that on (B)(6) 2009, the patient underwent the surgery with the xia lp(fixing of t11-s and osteotomy of l3). (B)(6) 2015, the surgeon found through the x-ray that the screw(s1) was broken. And l5-s was non union. On (B)(6) 2015, the patient underwent the revision surgery(elongation fix by xia3).